Event description:
It was reported that there was an increased to elevated threshold on the leadless implantable pulse generator (ipg) post ablation procedure. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Thresholds trended downward after av ablation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increased to elevated threshold on the leadless implantable pulse generator (ipg) post ablation procedure. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.